Event description:
Site reported av fistula case, pt had a complete heart block (heart rate down to 30) while angiojet xpeedior 60 catheter was running on the arterial side. When catheter operation was stopped, pt's heart rate came back up.